Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the ipg was nearing end of life as the pc displayed the message" replace generator soon." As such surgical intervention was undertaken wherein the ipg was replaced and therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.